Manufacturer narrative:
(B)(4). The device was returned for evaluation and repair. The device was received in a non-working condition; therefore, the reported complaint (getting really hot) could not be verified. Analysis found that the motor/cable assembly, bearings, housing and other parts were corroded. Analysis also indicated that motor/cable assembly had intermittent problems and the device failed the hi-pot test. The device was repaired, tested to manufacturer product specifications and returned to the customer.

Event description:
It was reported that the handpiece was getting really hot during surgery (general ent). This did not affect the case; another handpiece was used to complete the surgery. There was no patient impact.